Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: initial malpositioning of the implants. Part numbers, lot numbers, expiration dates and UDI/gtin numbers: 1st (superior): ifuse-3d implant, p/n 7050m-90, lot# 9009211, mfd. 06/11/19, exp. 2024-06-11, gtin (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7035m-90, lot# 2692091, mfd. 09/09/19, exp. 2024-09-09, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient later complained of radicular leg pain. The surgeon determined that the inferior and superior positioned implants were positioned too posteriorly and were impinging on the neuroforamen. In (B)(6) 2020, the surgeon performed a revision procedure where he removed both the inferior and superior positioned implants using chisels. He then re-installed the just explanted inferior positioned implant in a more anterior position. The middle implant was not adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.